Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer differences between her sensor glucose and blood glucose readings. The customer stated his sensor glucose was 59 mg/dl and blood glucose was 170 mg/dl. She also stated her insulin pump had gone into threshold suspend. The customer stated she was not exhibiting any symptoms of low blood glucose. The customer was advised to monitor the insulin pump. No additional information provided.